Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) via the manufacturer representative (rep) reported that prior to a planned implantable pulse generator (ipg) pocket revision, the patient informed the hcp that they did not like recharging as it was a burden to them. A request to replace the rechargeable battery with a non-rechargeable was made by the patient. Upon interrogating, a "battery discharged" message appeared so they were unable to obtain the current settings. The patient had been charging the ipg when it gets down to the 25% mark and their recharge sessions had been once per week. There was a report that they couldn't sit still very long because of the patient's back so they lie down at night where the patient end up falling asleep and by the morning it is recharged. Patient education in regards to the percentile mark of 25% could be in the range between 1-25%. Education about the distinction between discharge and overdischarge was done. After charging for 30 minutes with 8 bars, the battery status got past 25%. The patient was instructed to charge the ipg up to 100% once they got home, as indicated by "sprite marks" on the charger screen. Limits of parameters on the primary cell were discussed with both the patient and hcp. A low density programming would be required but of the current programs, the patient's favorite was a high density group. There was a report from the patient that the low density programmer effectively covers chronic pain. The manufacturer representative (rep) reported an implantable neurostimulator (ins) migration and needed a pocket revision. There was a planned surgical intervention but it was reported that it did not transpire. Per the patient, they had not recharged the ipg since the beginning of (B)(6) 2016 due to ipg migration in a medial direction towards the spine, which made it too uncomfortable to charge. The ipg was causing discomfort including pain to quadriceps, tingling in legs and pressing on l3, per patient. The patient was scheduled to have a pocket revision to move the ipg more laterally on (B)(6) 2016. Relevant medical history includes spinal pain.

Event description:
Additional information was received from the rep. It was reported that the surgery for ipg relocation/pocket revision did not occur. It was scheduled to; however, during pre-op the patient informed the physician that they would prefer a primary cell ipg if insurance approved. The device had not been replaced as of (B)(6) 2016. The existing ipg would either be replaced or re-positioned pending insurance approval.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient replaced their rechargable ins with a primary cell ins per request of the patient. The new ins was implanted in the left buttock area; leads were tunneled over from previous ins location using 8591-38 catheter passer. Impedance checks verified intra-op prior to closing skin all were within normal limits. Two groups were programmed with ld settings and patient stated they had effective coverage. Reiterated with patient adaptive stimulation isn't available with primary cell ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.